Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received nine appropriate treatments and three non-lifevest defibrillations. The device was started up at 08:24:16 on (B)(6) 2023. At 01:21:25 on (B)(6) 2023, an arrhythmia was detected. ECG shows vf with varying amplitudes. At 01:22:29, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf with varying amplitudes. Post shock rhythm was vt @ 180 bpm degrading to vf. At 01:22:57, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 50 bpm degrading to vf. At 01:23:25, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf with varying amplitudes. Post shock rhythm was vt @ 160 bpm degrading to vf. At 01:23:53, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf with varying amplitudes. Post shock rhythm was vt @ 140 bpm degrading to vf. At 01:24:26, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 01:24:33, the patient received the first non-lifevest defibrillation. Rhythm at time of treatment was asystole with intermittent cardiac activity. Post shock rhythm was vf with varying amplitude and motion artifact. At 01:26:59, an arrhythmia was detected. ECG shows vt @ 180 bpm with motion artifact. At 01:28:23, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vt @ 190 bpm with motion artifact. Post shock rhythm was vt @ 190 bpm with motion artifact. At 01:29:16, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vt @ 180 bpm. Post shock rhythm was sinus rhythm @ 60 bpm with motion artifact. At 01:29:57, an arrhythmia was detected. ECG shows vf. At 01:30:32, the patient received the eighth appropriate treatment. Rhythm at the time of treatment was vt @ 240 bpm. Post shock rhythm was sinus bradycardia @ 40 bpm with motion artifact. At 01:31:06, the patient received the ninth appropriate treatment. Rhythm at the time of treatment was vt @ 160 bpm. Post shock rhythm was vt @ 110 bpm degrading to vf. At 01:31:42, the patient received the second non-lifevest defibrillation. Rhythm at time of treatment was vf with varying amplitude. Post shock rhythm was obscured due to CPR/electrode lead fall off. At 01:32:16, the patient received the third non-lifevest defibrillation. Rhythm at time of treatment was obscured due to CPR/electrode lead fall off. Post shock rhythm was asystole with CPR/motion artifact. The electrode belt was disconnected at 01:53:59 on (B)(6) 2023.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open r781 resistor could not be positively identified. An open r781 resistor is typically consistent with an external non-lifevest defibrillation. In this event, the patient received three non-lifevest defibrillations. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect and treat vt/vf rhythms on the date of event. The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received nine appropriate treatments and three non-lifevest defibrillations. The device was started up at 08:24:16 on (B)(6) 2023. At 01:21:25 on (B)(6) 2023, an arrhythmia was detected. ECG shows vf with varying amplitudes. At 01:22:29, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf with varying amplitudes. Post shock rhythm was vt @ 180 bpm degrading to vf. At 01:22:57, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 50 bpm degrading to vf. At 01:23:25, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf with varying amplitudes. Post shock rhythm was vt @ 160 bpm degrading to vf. At 01:23:53, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf with varying amplitudes. Post shock rhythm was vt @ 140 bpm degrading to vf. At 01:24:26, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 01:24:33, the patient received the first non-lifevest defibrillation. Rhythm at time of treatment was asystole with intermittent cardiac activity. Post shock rhythm was vf with varying amplitude and motion artifact. At 01:26:59, an arrhythmia was detected. ECG shows vt @ 180 bpm with motion artifact. At 01:28:23, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vt @ 190 bpm with motion artifact. Post shock rhythm was vt @ 190 bpm with motion artifact. At 01:29:16, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vt @ 180 bpm. Post shock rhythm was sinus rhythm @ 60 bpm with motion artifact. At 01:29:57, an arrhythmia was detected. ECG shows vf. At 01:30:32, the patient received the eighth appropriate treatment. Rhythm at the time of treatment was vt @ 240 bpm. Post shock rhythm was sinus bradycardia @ 40 bpm with motion artifact. At 01:31:06, the patient received the ninth appropriate treatment. Rhythm at the time of treatment was vt @ 160 bpm. Post shock rhythm was vt @ 110 bpm degrading to vf. At 01:31:42, the patient received the second non-lifevest defibrillation. Rhythm at time of treatment was vf with varying amplitude. Post shock rhythm was obscured due to CPR/electrode lead fall off. At 01:32:16, the patient received the third non-lifevest defibrillation. Rhythm at time of treatment was obscured due to CPR/electrode lead fall off. Post shock rhythm was asystole with CPR/motion artifact. The electrode belt was disconnected at 01:53:59 on (B)(6) 2023.